Manufacturer narrative:
Product complaint # (B)(4). Investigation summary. Intraoperatively a spacer was needed in addition to the inlay. Unfortunately, it was not possible to impact the inlay with the spacer. When the inlay was removed the prosthesis (assembled construct: stem, epiphysis, inlay) came out. As it was not possible to operate uncemented the stem needed to be cemented afterwards. Another spacer (same lot as the complained one) was used and impaction of the inlay was possible. Surgical delay about 30 min. Surgery was completed successfully, no patient harm. The product was returned to depuy synthes for evaluation. Additionally the device was forwarded to the manufacturing site for further inspection. Visual inspection of the returned device found that the dxtend humeral spacer +9mm does not show signs of any nonconformance that would contribute to the reported complaint. A manufacturing record evaluation was performed for the finished device product code: 130730009 lot number: 5736820, and no non-conformances or manufacturing irregularities were identified. A dimensional test was performed and all relevant dimensional checks and specifications were found to be within acceptable limits. Additionally a functional test was performed with the mating part and it remained perfectly attached to the spacer. Consequently, there is no indication of any manufacturing error that could have contributed to the reported issue. Furthermore the delta xtend¿ reverse shoulder system surgical technique care notes (pages 41) can be reviewed for further assessment. The overall complaint was not confirmed as the observed condition of the dxtend humeral spacer +9mm would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. 1) quantity manufactured: (B)(4). 2) date of manufacture: 07/17/2024. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 06/30/2029. 5) IFU reference: w90930 rev. Device history review. 1) quantity manufactured: (B)(4). 2) date of manufacture: 07/17/2024. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 06/30/2029. 5) IFU reference: w90930 rev. H11 additional narrative: added: 4. Expiration date, h4. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that intraoperatively a spacer was needed in addition to the inlay. It was not possible to impact the inlay with the spacer. When the inlay was removed the prosthesis (assembled construct: stem, epiphysis, inlay) came out. As it was not possible to operate uncemented the stem needed to be cemented afterwards. Another spacer (same lot as the complained one) was used and impaction of the inlay was possible. There was surgical delay of about 30 minutes. Surgery was completed successfully with no patient harm.